Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the ampulla, performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to advance the pancreatic stent into position. The physician noted that the proximal end of the stent had crumpled. The procedure was completed using another with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the ampulla, performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to advance the pancreatic stent into position. The physician noted that the proximal end of the stent had crumpled. The procedure was completed using another with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.